Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. As the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the actual sample was provided for review and a separation between the venous injection port and main line was observed in the photo. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed in accordance with the photograph received of the actual sample.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that the patient line from a combi set disconnected at the venous needle port during a patient¿s hd treatment. Upon follow-up, the fa confirmed the tubing came undone at the venous needle port, where medication is inserted. There were no loose connections noted prior to the event, and no machine alarms. The separation occurred approximately 30 to 45 minutes into the patient¿s treatment. After it happened, the line was immediately clamped. The patient¿s blood was not returned. Estimated blood loss (ebl) was reportedly 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. A photograph of the used combi set was provided for review and the device was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual sample was returned to the manufacturer without its original packaging. The sample could not be disinfected due to the condition of the device (filled with blood residue). In addition, a visual inspection also was not possible. However, a photograph of the actual sample was provided for review and a separation between the venous injection port and main line was observed in the photo. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed in accordance with the photograph received of the actual sample.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that the patient line from a combi set disconnected at the venous needle port during a patient¿s hd treatment. Upon follow-up, the fa confirmed the tubing came undone at the venous needle port, where medication is inserted. There were no loose connections noted prior to the event, and no machine alarms. The separation occurred approximately 30 to 45 minutes into the patient¿s treatment. After it happened, the line was immediately clamped. The patient¿s blood was not returned. Estimated blood loss (ebl) was reportedly 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. A photograph of the used combi set was provided for review and the device was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that the patient line from a combi set disconnected at the venous needle port during a patient¿s hd treatment. Upon follow-up, the fa confirmed the tubing came undone at the venous needle port, where medication is inserted. There were no loose connections noted prior to the event, and no machine alarms. The separation occurred approximately 30 to 45 minutes into the patient¿s treatment. After it happened, the line was immediately clamped. The patient¿s blood was not returned. Estimated blood loss (ebl) was reportedly 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. A photograph of the used combi set was provided for review and the device was reported to be available for a manufacturer evaluation.